Manufacturer narrative:
This file was originally submitted on 08/27/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Shock delivered notification was received on the customer support helpline queue. Patient confirmed receiving therapeutic shock and stated was conscious at the time of the shock event. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor passed isl but failed eit for a failure identified during reprocessing and identifies a calibration step failure, unrelated to the reported issue. The monitor will continue to perform per prescription and intended use and will not interrupt monitoring or therapy performance. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Patient was in atrial fibrillation or atrial flutter with fast wide ventricular rate within the programed treatment zone. Per prescription the device was set to treat vt over 170 bpm. The patient failed to cancel the shock by pressing the alert button. There is no indication of a device malfunction or noise contributing to the device determining that the defibrillation threshold had been exceeded.